Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part# 03.043.008s. Lot # 10298158. Manufacturing site: werk selzach logistik. Manufacturing date: 08.feb.2022. Expiration date: 01.feb.2027. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: a. Was the procedure successfully completed? - no the tibial nail advance portion of the procedure was not completed as the jig broke. The surgeons decided to use a competitor nail instead and whether that was successful is unknown. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? - no. C. What power system and setting were used with the complaint device? - stryker system 8 dual trigger rotary drive 8205 with modified trinkle adaptor in drill mode I believe as the bent reamer was following usage of the ria2 system in drill mode d. What was the starting reamer size and how was this determined vs. The canal size? - started with 8mm reamer sized off 8mm nail in situ then reamed at 10/10.5mm with ria2 e. Were the devices used in 0.5mm or 1mm increments? - 0.5 f. Was the reaming rod kinked prior to use? - no.

Event description:
It was reported that there were 4 product failures. The first was the long 8-11mm flexible protection sleeve which was inserted with 8-11mm trocar into the patient during removal of the trocar from sleeve. The surgeons encountered difficulty with the pft joint being very tight, leading to the crocs cracking and becoming stuck while the metal lining of the sleeve became loose and slipped out of the tube. A new sleeve and trocar were used without issue. The next break was a 11mm monobloc reamer. It was believed that the handpiece was set to drill rather than ream, as the ria 2 system was used previously. For the monobloc there was no issue with surgery. The last broken item was the tibial nail advance jig. Prior to insertion, the surgeons were advised to remove the jig before insertion using the tna suprapatellar insertion handle and driving cap which was acknowledged and disregarded. While inserting, the surgeons encountered a high amount of resistance inserting a 10mm nail due to a very anterior entry point that was reamed to 11.5 two teeth on the latch sheared bilaterally after hammer blows. The surgeons acknowledged the jig should have been removed and that it was likely caused by vibration. The surgeons opted to remove the nail and instead insert a downsized competitor nail. Surgery was not delayed due to the reported events.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.